Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the emergency room for an unspecified reason and required chest compressions. Data review was performed by a boston scientific technical services consultant. The patient underwent defibrillation threshold testing. Efforts to obtain test results and patient outcome were unsuccessful. No additional adverse patient effects were reported.